Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 7 in auxiliary was not detected on bus. A field service engineer reseating drawer 7 and rebooting to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. A customer reported that was able to get the medication from another station and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.